Event description:
It was reported that towards the end of a da vinci s myomectomy procedure, the nurse noticed that one of the monopolar curved scissors instrument tips had broken off and was missing. The procedure was delayed so that an x-ray of the patient could be performed. The missing instrument tip was located (via x-ray) at the posterior side of the uterus and stuck on the rectum, causing minor bleeding on the rectum. The broken tip was retrieved from the patient cavity and the planned surgical procedure was completed. No additional patient harm, adverse outcome, nor injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade was broken off near the distal clevis pin. The breakage surface is uneven and the cable crimp is exposed due to the break. The detached blade was returned with the instrument. No other damage was found.

Manufacturer narrative:
(B)(4).